Event description:
It was reported that during a follow-up, the device could not be interrogated. Battery voltage was 2.1v; it was believed that the device had reached premature eol. The device will be explanted.